Event description:
Device malfunction: suture came out of artery. Time of device malfunction: device vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure after an interventional procedure. Reportedly, when the rail suture was pulled to advance the knot the whole suture came out of the artery. A second proglide was used; however, a lot of oozing was observed after the knot was deployed and the device was removed from the artery. The oozing was reported to be from the tissue track. Manual compression was applied for approx 1-2 mins due to the oozing. Although oozing from the tissue tract continued after compression no hematoma was noted. The pt was discharged the next day without post closure complications and there were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The device was received. Investigation is not yet completed.